Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that on (B)(6) 2021, the patient underwent the surgery via tha for hip oa with the cement in question. During the surgery, the surgeon tried to use the cement, but the tip of the ample of the cement had been damaged and he couldn¿t use it. The surgery was completed successfully without any surgical delay. No further information is available.¿ the damaged device was returned for examination (see attachment ¿(B)(4) photos.pdf¿) and the examination confirms the complaint description. The ampoule cap has split from the bottom edge approximately 2cm. Retained samples were checked for this failure, but no further instances were found. During the liquids manufacturing process, ampoule caps are inspected as per pic-qps-pr01 and are rejected when found to be split or otherwise imperfect. It is not possible to determine the root cause of this failure based on the information available. (B)(4) rev 10 was reviewed (see attachment ¿(B)(4) extract from (B)(4).pdf¿) and this possible failure mode is included. The risk is considered as low as possible and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 march 2022. H6 component code: appropriate term / code not available (g07002) used to capture the safety (g06).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the surgery via tha for hip oa with the cement in question. During the surgery, the surgeon tried to use the cement, but the tip of the ample of the cement had been damaged and he couldn¿t use it. The surgery was completed successfully without any surgical delay. No further information is available.